Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to a corroded keypad traces. There was no button error alarm noted. However, moisture damage was noted on electronic assembly.

Event description:
The customer's father reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 202 mg/dl at the time of the call. Father states the customers pump alarmed button error after being exposed to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.